Event description:
Pump was returned for servicing with a vague note from a nurse reporting that the pump stopped working. No additional details have been able to be obtained at this time. It is not known if the pump alarmed prior to stopping or if the pump shutdown without alarm. No patient injury was reported. Writer will continue to attempt to gain additional details regarding this report from the customer.